Event description:
Target was informed that during the procedure the gdc coil could not be pushed through the catheter. When the physician tried to remove it, it broke during pulling back. There was no impact to the pt's hlth from this product occurrence.